Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient died at home. It was also reported that the "patient had used all the time at home the driveline extension cable." Log files showed impedances which are typically in this range. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The instructions for use (IFU) system outlines proper usage of the driveline extension cable. The driveline extension cable should be used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support. The hvad pump ((B)(4)) and driveline extension cable (B)(4) were not returned to heartware for evaluation. Six batteries, a battery charger, three controller ac adapters and two controllers were returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump and driveline extension met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms, vad disconnect alarms, and vad stopped alarms logged on both the primary controller (B)(4) and backup controller (B)(4). The electrical fault alarms indicated there was an open electrical connection on the front phase b wire. Although the driveline extension cable was not received for analysis, the open electrical connection was confirmed by a heartware clinical engineer when measuring the impedance of the front phase b wire of the driveline extension cable. Visual inspection of the driveline connector was unremarkable. The driveline extension cable was wrapped in tape near the driveline connector and was reportedly still in use three (3) years after implant. Batteries, battery charger, cac adapters and controllers ((B)(4)) met specifications; the devices passed visual inspection and functional testing. Battery ((B)(4)) demonstrated possible instances of communication errors in the log files. However, these are incidental findings and did not contribute to the reported event. The instructions for use (IFU) indicate that the driveline extension cable should only be used during the pre-implant test and not be connected when the vad is in use. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event was an open electrical connection in the front phase b wire on the driveline extension cable. The failure of the pump to restart likely lead to hypoperfusion to the brain as a result of the loss of power which lead to hypoxic brain injury. There are patient and procedural factors that may have contributed to this event.